Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-52 implantable pacing lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) insulation was found to be breached. Prior to the procedure, the rv lead showed normal measurements. The physician decided to repair the rv lead with a suture sleeve and medical adhesive. The rv lead measurements remained normal and the rv lead remains in use. No patient complications have been reported as a result of this event.